Event description:
Customer reported the button on her easy touch lancing device had fallen out. Customer further reported that on november 30, 2012 she was getting out of bed and "felt dizzy", but because of the issue with her lancing device she could not test and subsequently experienced a loss of consciousness. Customer denied self-treating. Customer self-presented to her healthcare provider, noting her blood pressure was checked, her blood glucose level was obtained (no results provided) and a diagnosis of hyperglycemia was given. Customer did not receive any third-party medication intervention. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. The date of manufacture is unknown. The manufacture date is the date when abbott diabetes care became aware of the event. (B)(4).

Manufacturer narrative:
(B)(4).